Event description:
The femoral component remains implanted in the patient, however, the hinge kit that was a part of this item was revised and will be returned. There was no surgical delay. Attempts have been made and no further information has been provided.

Manufacturer narrative:
D10: 00588005014 - articular surface with hinge post extension screw enclosed do not discard size e 14 mm height - 64649676. 00588000310 - tibial full block augment precoat size 3 10 mm thickness - 64702498. This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: disassociation of the constraining hinge and knee subluxation; initial fit and alignment were maintained, bone quality is osteopenic; no evidence of implant loosening and no fractures are identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown , unknown articular surface , unknown 00588000310 , tibial full block augment precoat size 3 10 mm thickness , 64702498. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-03115.

Event description:
It was reported that the patient underwent an initial rhk knee procedure. Approximately 5 months later, the patient went to the physiotherapist and felt a 'crack' in his knee. The knee was totally unstable with the hinge still in the tibial component but not more in the intercondylar ring of the femur. Subsequently, the hinge and articular surface were revised. Attempts have been made and no further information has been provided.